Event description:
According to the initial information received, the 15mm amplatzer septal occluder (aso) was difficult to position due to the patient's anatomy so the decision was made to remove the device but the aso became difficult to retract into the 8f amplatzer torqvue 45 delivery system. (Note, a 7f delivery system is compatible with a 15mm aso.) To prevent an embolization, an exchange system was used to retrieve the device. The procedure was abandoned and the atrial septal defect was repaired surgically.

Manufacturer narrative:
Upon receipt of the 8f amplatzer torqvue 45 delivery system (sheath only), the sheath was decontaminated and examined; the tip was found kinked which is consistent with the original report. Also, the 15mm aso used in the event also was returned and was loaded into a test, 8f loader, handed-off, advanced, deployed, and retracted from the returned sheath without issue. During manufacturing, the delivery system lot underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.